Event description:
Advocate stated her mother received a reading of 320mg/dl on the contour next ez meter. She was retested on the doctor's meter and the reading was 110mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
Initial reporter address and phone were not provided.